Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that this right ventricular (rv) lead exhibited high svc (superior vena cava) impedance and the svc coil was programmed off. The rest of lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.